Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted due to dislodgement. A new rv lead was successfully implanted. No adverse pt effects have been reported.